Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead or right atrial lead exhibited noise. Details on which lead exhibited the noise were not provided. No device intervention was performed. There were no adverse consequences to the patient. Patient will continue to be monitored.